Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the implantable cardioverter defibrillator (ICD) exhibited an increased sensing integrity counter (sic). It was determined that the device experienced electromagnetic interference. The device remains in use. No patient complications have been reported as a result of this event.